Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10k09072 and h10j26110 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by nurse from the USA of a patient who made a mistake/touch contamination/did not clean the exchange area before starting peritoneal dialysis and peritonitis with culture positive for klebsiella pneumoniae coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the patient reported that on (B)(6) 2011, he experienced peritonitis and was hospitalized that same day. The patient reported he was discharged on (B)(6) 2011. The nurse stated, on an unreported date, the patient made a mistake/touch contamination and did not clean the exchange area before starting pd. The nurse reported on (B)(6) 2011, the patient experienced cloudy fluid in the drainage bag, went to the emergency room, had a peritoneal effluent culture performed, diagnosed with peritonitis and returned home. On (B)(6) 2011, the patient experienced abdominal pain, was hospitalized and received a onetime dose of ip vancomycin 2 grams. On (B)(6) 2011, the patient was also started on a 21 day source of daily ip fortaz (dose not reported). On (B)(6) 2011, the patient recovered and was discharged. Dianeal therapies were ongoing. The nurse stated that the event of peritonitis with culture positive for klebsiella pneumoniae was not related to dianeal therapy.